Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps had air in line false alarm and downstream occlusion alarms. Reportedly "air in line" alarms are triggered with a "very micro amount of air". Additionally, downstream occlusion alarms are alerting ¿every hour¿ without an occlusion observed. The events occurred in the medical surgical unit. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.